Event description:
It was reported that the patient no longer has concerns with the device or therapy. The patient received assistance from the doctor and medtronic representative and the patient's concerns were resolved. The appointment dates of the patient were (B)(6) 2012, (B)(6) 2013, and is scheduled for (B)(6) 2013. The patient has had the pump for ten or more years.

Event description:
A missed refill was reported. It was noted that "six of seven years ago" the patient "got real sick," she went past her refill date. No further information was reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: catheter: model neu_unknown_cath, serial# unknown, implanted: unk, explanted: unk. (B)(4). "Got real sick."